Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00507. Lot number unknown; gtin unavailable. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that volume difference was experienced while refilling a medstream pump (914200/unk serial number) with a medstream refill kit (914289/unknown lot number). The medstream pump was implanted in the patient on (B)(6)2014 and was receiving 1500 mcg/day of fentanyl. The patient presented with unknown signs of overdose over a period of days and was hospitalized on (B)(6) 2017. The physician could hear a ¿knack¿ when inserting and withdrawing the needle. There was an expected 40 ml of medication inside the pump immediately following the refill procedure on (B)(6) 2017. The approximate volume difference was 9 ml. There were no error or failure messages noted during the case. The patient had received 13000 mcg of fentanyl subcutaneously (pump pocket by septum leakage or other problems during refill) or intrathecally. Detailed information¿s about the naloxon therapy immediately after this event are unknown. The patient was discharged from the hospital on (B)(6) 2017. The patient expired on (B)(6) 2017. Reportedly, the patient was multi-morbid and they assume the patient suffered a myocardial infarction. The patient¿s cause of death is unknown at this time.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2018-00507. Conclusion: device transaction logs related to pump serial number (B)(4) were received on january 04, 2018, and were analyzed. However, some logs were missing and it was not possible to calculate the flow. Logs corresponding to the pump interrogation before the refill were asked in order to know the remaining volume in reservoir before refill. The provided transaction logs of the pump (B)(4), from (B)(6) 2017, were analyzed. The error reported ¿hardware failure 10¿ was confirmed. There are not enough transaction logs to analyze, to confirm the overdose reported. However, discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls (written on the transaction logs). Transaction to (B)(6) 2017, showed a volume difference of around 27.41%, in comparison with the expected value based on the programmed flow rate. The device history record for this lot was reviewed and confirmed that the product conformed to the specifications. The transaction log analysis confirms one of the defects reported by the customer: ¿hardware failure 10¿ was confirmed based on the transaction log analysis. This error message displayed due to a temperature integrity error, because temperature is not in a normal range. However, the overdose reported by the customer could not be confirmed. Discrepancies between the volume calculated based on the programmed flow rate and the fls measurement could be explained by: an fls offset, a septum leakage, inconsistency in the remaining volume of the drug in reservoir. The pump was not returned for evaluation; as it is in possession of the swiss authorities. At this time this complaint is considered to be closed. Should additional information be provided, or should the product be returned, this complaint will be reopened and the product or information will be evaluated. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.